Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the legal manufacturer¿s investigation, the evaluation found foreign material in the auxiliary water channel and insertion section, but the foreign material could not be identified. Based on the available information, a definitive root cause for the foreign material remaining could not be determined. The event can be detected and prevented in accordance with the following instructions for use (IFU). The IFU states the detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. The IFU states the preventive measures in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was confirmed due to dirt on objective lens causing the foggy image. In addition to the malfunction documented, the additional evaluation findings are as follows: flexibility adjustment ring has a scratch; grip has a scratch; switch box has a scratch; right, left, up, down knob has a scratch; objective lens has a scratch; forceps channel port has a dent; scope connector and cover have a scratch; plug unit has a scratch; jet tube had foreign objects; light guide bundle was slipping down; light guide lens had a stain; bending tube is deformed; connecting tube is snaking; connecting tube has foreign objects; universal cord has a wrinkle. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the flex video scope optics seem to be broken and the picture was cloudy. The device was returned for evaluation. During the device evaluation, a white foreign material was found clogging the jet tube and the connecting tube had foreign material. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.